Manufacturer narrative:
(B)(4). The device was available for evaluation. A review of the event history log did not reveal anything that could have caused or contributed to the reported issue. The device passed electrical testing but failed functional testing due to multiple fills being out of volumetric limits. External and internal visual inspection revealed no issues. The device failed the volumetric accuracy test with the original piston foam. When the original piston foam was reinstalled, the device passed. Temperature verification testing was performed and the device passed. The pneumatic system was tested with no leaks found and all pressures found to be correct and stable. A short simulated therapy was completed using the device with no issues. The piston was found to be cracked during inspection. The cause of the issue was determined to be issues with the piston and foam. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice (hc) device, it was determined that the hc device failed therapy monitored fluid volume testing. No additional information is available.